Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a rotational atherectomy treatment procedure, removal difficulties occurred. The target lesion was located in the mid right coronary artery. The 1.75mm rotalink plus burr became stuck in the lesion and attempts to remove the burr were unsuccessful. The patient was taken to surgery where a re-do coronary bypass graft was performed along with extraction of the device and insertion of a balloon pump. However, the burr was found to be enmeshed in a stent and a small segment including the burr was cut off and remains in the patient. Patient status is stable following surgery.